Manufacturer narrative:
PMA/510(k) # k182980 device evaluation the zib6-40-10.0-60 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the attached pmcf study and will capture study stent occlusion. It is related to additional file (B)(4). Manufacturing records review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. As per the pmcf report the cause of the obstruction was reported to be due to stenosis intra stent which was caused by the patients preexisting condition of cancer. Also, as previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, on the (B)(6)2019 the patient was treated for biliary obstruction due to liver metastasis from colon cancer with placement of a zib6-40-10.0-60. There were no adverse events related to the procedure. Confirmed quantity of 01 x used device. On (B)(6) 2019, the patient experienced re-current biliary obstructions due to stenosis intra stent. Treatment involved an endoscopic intervention where a new study stent was placed inside the study stent. The site determined the event to be related to the progression of cancer. Patient death was reported on the (B)(6)2019. The cause of death was not reported however, as per medical advisor input, the cause of death was likely due to progression of cancer.

Event description:
A supplemental report is being submitted due to completion of the investigation on 15-jan-2025.

Event description:
On (B)(6) 2019, the patient was treated for biliary obstruction due to liver metastasis from colon cancer with placement of a zib6-40-10.0-60. No adverse events related to the procedure. Re-current biliary obstructions 19-apr-2019. Due to stenosis intra stent. No documented signs/symptoms. Intervention performed 73 days post procedure. Treatment endoscopic intervention new study stent in the previous stent. The site determined the event to not be related to the study device or procedure, related to progression of cancer. Patient death (B)(6) 2019. Unknown cause of death. Patient outcome: the reintervention was noted to be successful. On (B)(6) 2019, the patient died. The cause of death was unknown.

Manufacturer narrative:
PMA/510(k) #: k182980 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.